Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that during an ipg relocation procedure (1627487-2019-11324) the ipg became inoperable. As a result, the ipg was replaced.